Manufacturer narrative:
(B)(4): a third-party service agent evaluated the device but could not verify the reported failure. The third-party service agent observed proper device operation through functional and performance testing. There were no event codes logged in the device's memory. The customer opted not to return the device to physio-control for further evaluation. A clinical review of the reported event was performed and it was determined that there was insufficient information gathered from the reported event and electronic patient file to determine whether or not the device use contributed to the outcome of the patient. It was also observed within the electronic patient record that use error may have contributed to the outcome of the patient due to the improper adhesion and/or application of defibrillation electrodes during the event.

Event description:
It was reported to a physio-control service representative that the customer's device, while in use on a patient in a cardiac arrest, failed to deliver a shock. In dark conditions, the paramedic placed the defibrillation pads on the patient's chest. The device indicated that the patient was in ventricular fibrillation. It was reported that the device was then charged to 200 joules but no shock was delivered. The defibrillation pads were changed while CPR was performed. Then the device showed that the patient was in asystole. In the light, it was observed that the patient had a lot of chest hair which had not been removed prior to placement of the pads.